Event description:
The customer reported the ventilator alarmed check vent alarm led failed. There was no patient involvement. The customer spoke with a remote service engineer who advised to replace the power switch overlay.

Manufacturer narrative:
Many good faith efforts were made to the customer to obtain information; however, no response was received. The resolution and disposition are unknown.